Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a physician via a manufacturing representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. On this report date, error code 8310 was seen on the personal therapy manager (ptm), the code meaning was reviewed. The rep called back and noted that the patient was discharged from the emergency department at 6:00am on this report date after presenting at the emergency department reporting withdrawal. From what she was told, the patient was at home with no injury and was doing fine. The rep and the health care professional were to meet the patient later to reprogram the pump it was later reported by the rep that the pump was interrogated and found to be in safe state, reset had occurred. Technical services discussed that the pump was running at minimum rate mode.

Event description:
Additional information reported that the pump system was delivering dilaudid 10mg/ml at 2mg/day and baclofen 300mcg/ml at 60mg/day. The pump logs showed that a reset occurred on (B)(6) 2016 at 07:03, safe state occurred on (B)(6) 2016 at 07:03 and on (B)(6) 2016 at 10:43.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.